Event description:
A malfunction on the pump was reported by the caller, who indicated that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, and the customer is expected to call back when ready to reset the pump.